Manufacturer narrative:
The pcoip was returned to the manufacturer for analysis. Analysis found an electrical failure with this component which caused the event. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pcoip was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the newly installed system at the site is experiencing the camera cart cycling to the pcoip screen. The problem was intermittent but occurred often. No patient impact.